Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction, 917: urge incontinence. It was reported, that device was not helping their symptoms. Patient said, they have been peeing in the bed 4 times and peeing with their clothes in public. Which started, about 2 weeks ago. Patient also said, their symptoms are getting worse, because they are having to use a lot of pads. Patient tried to connect to the implant and saw end of service (eos). The patient was redirected to their healthcare provider to further address the issue. Additional information was received. Patient reported, they have contacted their doctor about the eos. And now has an appt on 2024-aug-07 to check device. Patient said, that when they initially called (B)(6). (B)(6) tried, to help them connect with the ins using communicator. They could not connect, so (B)(6), told patient that the implant was dead. Furthermore, patient said, they are till peeing on cloths and pants.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacture representative. The rep reported that no rep was present. The patient cancelled appointment due to other health issues. Cause of eos was unknown but likely user error. Steps taken were noted to be a battery check and/or revision not scheduled because patient would like to address other health issues first. The issue was not yet resolved.